Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Damage was observed to the exposed portion of the soft cannula. No timeouts or drive stalls were observed in the download data that would indicate a failure of the device to deliver insulin. Investigation of the fluid path found that the cannula was shortened and had a measurement that was out of specifications. Due to the damage to the cannula, fluid did not exit the entire fluid path as intended. The exact timing and cause if this damage could not be determined. No other damages or deficiencies were observed during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 440 mg/dl. As treatment, the patient administered a manual bolus of 1.5 units of insulin. The patients reported blood glucose level after the bolus administered was 170 mg/dl.